Manufacturer narrative:
Findings: unit received with missing segment due to cracked lcd glass. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose was 288 mg/dl. The customer stated that the screen was not really blank, but can't read it, it also had lines on the screen. Troubleshooting was performed and customer declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was treated the high blood glucose with pump. The insulin pump will be returned for analysis.